Event description:
The facility reported that the machine malfunctioned during capsule polishing stage. Vacuum limit was set at 5mmhg, but the value displayed on the screen in real time was 15mmhg, which led to a capsular tear. The patient underwent vitrectomy as a result. The surgeon examined the patient in 2007, observed hypertonia and significant endocular inflammation. He stated that the prognosis is poor. Patient may require another procedure; the next patient follow-up is in two days. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.